Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager did not open. A field service engineer (fse) had addressed the issue where the remote manager had not opened. The station had been shut down, the device had been opened, and the latch had been removed. The micro switches had been cleaned, and everything had been reassembled in reverse order. The station had then been powered up, successfully recovering the door. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge remote manager had failed, resulting in failing storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.